Manufacturer narrative:
The subject product was discarded by the user facility and was not returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine what may have caused the reported leakage into the battery compartment. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Device evaluated by MFR? Discarded by user facility.

Event description:
It was reported per the customer contact that when taking the batteries out of the hydro-surg device at the end of the case, water was noticed in the bottom of the battery compartment. There was no patient injury reported.